Manufacturer narrative:
Device code (B)(4) was erroneously submitted in initial report on 11/25/2019. Correct code (B)(4) has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Note: facility information (B)(6). Reason for device explant and/or reoperation: decrease in size. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient who underwent primary breast reconstruction surgery with two 800cc mentor memorygel breast implants experienced right sided rupture, right sided breast pain, swollen right breast, right sided deformity and decrease in size in left implant post procedure. As a result, patient underwent bilateral removal and replacement with 800cc mentor memorygel breast implants on (B)(6) 2019. Upon removal, left implant was intact. This report is for the left sided device. See 1645337-2019-24462 for contralateral prosthesis report.